Manufacturer narrative:
Product complaint #: (B)(4). Did the event occur during sterile processing? No, did the event occur during field inspection? No, did the event occur during internal service activities such as calibration? No, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility of both devices compromised? Yes, both devices sterility was compromised. Please confirm if the products returning for investigation are impacted ones? Yes, the impacted devices ready for return are the impacted one. Evaluation: product sample received. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with inside it's packing unopened. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. The tyvek has stains of the liquid adhesive of the broken pen device. All ethicon product is 100% inspected prior to release. Due to the damages found on the device, the complaint is observed, a possible cause for these conditions is due to improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Note: events reported on mw# 2210968-2022-03867. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and topical skin adhes was used. Pre-op, internal product has been squashed and can not be used as now sterility compromised. No adverse patient consequences. Additional information has been requested.